Event description:
Additional information received indicated a representative met with the patient and troubleshooting was unable to resolve the issue. The device was confirmed to be inoperable. Surgical intervention may be taken at a later date.

Event description:
Additional information received indicated that prior to undergoing an unrelated surgery, the patient did not place the ipg into surgery mode. The ipg was unable to be recovered. The ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. No intervention is planned at this time.